Event description:
Customer reported she had issues with high blood glucose, inaccurate sensors, blood at the site and the inserter. She reported that the insulin pump had inappropriately gone into threshold suspend. She did not provide a blood glucose reading. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.